Event description:
It was reported to bioprotect ltd. On (B)(6) 2024 that the bioprotect balloon implant system was implanted during procedure performed on (B)(6) 2024. Reportedly, the procedure was done under general anesthesia and three fiducial markers were placed. The event happened following completion of an implantation procedure in which two devices were used. The placement of the first balloon was not satisfactory and per product instructions for use, the device was intentionally deflated and attempted to be removed. However, when removing, the balloon was detached and left in situ. Initially, this device malfunction did not result in serious injury as the device is biodegradable and was intended to remain in situ following placement and the conclusion of radiation therapy. Shortly after, the physician attempted to implant a second balloon in the same patient although not instructed in the product instructions for use. The second balloon was applied using the initial incision and sealed. During the final digital rectal exam (dre), the physician suspected that the previously deflated balloon injured the rectum as a result of an excessive pressure on the rectum due to the use of the second balloon. Rectal perforation was confirmed with rectal scope. A general surgeon was called for a consultation and a speculum was placed confirming 1.5 cm tear of the rectal lumen. The second balloon was aspirated and both balloons were extracted from the same incision. The rectal defect was repaired, and the patient was woken up from anesthesia with no issues and discharged home one hour post procedure. The patient is doing fine with no clinical symptoms, and radiation treatments will continue as scheduled.